Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering confirmed that the handle trigger was difficult to actuate and could get caught in the latched position if the trigger was pulled towards one side when latching. The device met all other mechanical and electrical specifications. The root cause of the rough actuation is due to a manufacturing error. Over-pressing of internal components during the manufacturing process can cause increased friction in the shaft and latching mechanism of the device, which can lead to difficulty in actuating the handle trigger. If the handle trigger component is not completely centered within the handpiece, it is possible for the user to latch the trigger off-center and have the trigger catch on internal handle components when unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented manufacturing improvements which are intended to reduce the potential for over-pressing to occur. Device enhancements are also in process for the handle latching mechanism. This document represents our final report.

Event description:
Laparoscopic hysterectomy - "when dr. (B)(6) would try to open the jaws the handle would stick and stay in locked position. This happened several times. She had to use two hands on three occasions to unlock the handle."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.